Event description:
Literature: mcintosh k. Roosen n, huraibi h. Spinal cord stimulation (scs) implant experiences in treating intractable chronic pain syndromes in a neurosurgery and pain management private practice. Eur j neurol. 2009; 16 (supp 3):90. Summary: this article presents info that was reviewed retrospectively on the pre, intra, and post-operative clinical, imaging, and pain eval info related to operative technique and surgery-related events collected concurrently from (B) (6) 2005 to (B) (6) 2008 in 10 trial and 26 final surgical implantation procedures in patients undergoing spinal cord stimulation for the treatment of chronic pain with diagnoses including painful radiculopathy, complex regional pain syndrome, diabetic polyneuropathy, thoracic discogenic pain, phantom pain, and idiopathic lumbar radiculopathy. Reportable event: one pt experienced significant, delayed local implant site discomfort which necessitated unit repositioning.

Manufacturer narrative:
(B) (4).